Event description:
Catheter broke off while pt was at home. Pt bled a significant amount prior to rescue squad arrival. Cath broke off distal to cuff. Surgeon performed a cut down to remove remaining portion of catheter. Pt required hospitalization overnight.